Manufacturer narrative:
The subject device was received at an olympus service center for evaluation. During inspection and testing, it was found that the light guide connector was worn, and the turret unit and main circuit board had failed, causing light source error e200 to appear. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that error e200 occurred with the visera elite xenon light source while inspecting the device prior to a transurethral resection of the prostate (turp) procedure. The intended procedure was performed using a similar device with no delay, and no patient or user injury were reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the e200 code occurred due to a faulty printed circuit board, faulty turret unit, and worn/loose light guide connector (s socket). The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.